Manufacturer narrative:
No sample was received for eval. No add'l info has been provided. There is insufficient info to confirm or replicate the reported event. The root cause cannot be determined. (B)(4).

Event description:
A surgeon reported during a cataract extraction procedure, "metal filings" were observed inside a pt's eye. Add'l info received from the customer indicated the particulates remain inside the eye and are not causing any adverse harm to the pt. There is no secondary procedure planned. Add'l info has been requested.